Manufacturer narrative:
Due to characterization limit e1, event site full name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pumb (iabp) was alarming because of system heating.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that the parts need replacement volume disc, 1 9v battery, oring, 2 batteries, filters 2, compressor, temp. Sensor and the sec. Disc which is about to expire due to cycles. The parts have been replaced and the equipment has been released for use.